Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter occlusion is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that the patient had been complaining of increased pain and withdrawal-like symptoms. Cs reported that the patient had a catheter dye study performed and it was noted that the catheter was likely occluded and required replacement. It was also reported that there had been a gradual increase in reservoir volume over the past three refills. The pump and catheter were replaced and were discarded. The reporter was not informed of anything noted at the replacement surgery. MDR 3010079947-2022-00012 was opened to address the pump issues.